Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 2012222. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation by our quality engineer team. Leakage testing was performed on the retained samples and no signs of defect were identified.

Event description:
It was reported that at least one bd discardit¿ ii 10 ml syringe experienced leakage past the plunger. The following information was provided by the initial reporter: the care service noticed that the syringe was not watertight. Indeed, a leak at the level of the piston of the syringe was noted as well as an air entry during the withdrawal of the liquid (water, nacl 0.9%).

Event description:
It was reported that at least one bd discardit¿ ii 10 ml syringe experienced leakage past the plunger. The following information was provided by the initial reporter: the care service noticed that the syringe was not watertight. Indeed, a leak at the level of the piston of the syringe was noted as well as an air entry during the withdrawal of the liquid (water, nacl 0.9%).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.